Manufacturer narrative:
(B)(4). D10: concomitant medical product - item#: 00770102200, ratchet handle, lot#: unk, serial#: unk. G2: foreign - event occurred in new zealand. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the rachet handle was unable to be removed. The handle was unable to perform the up/down motion. Patient impact is unknown. Due diligence is complete. No additional information is available.